Event description:
Patient underwent a sling procedure in 2005. Approximately 12 days post op, it was found that the suture line had broken approximately 1 inch. The patient was returned to the or two days later and the suture line was trimmed and re-closed at that time.